Manufacturer narrative:
Exemption number e2017014. (B)(4) is submitting the report on behalf of siemens (B)(4), erlangen (manufacturer). The system was checked by a siemens service engineer and found to be operating within specification. No cause for the patients injury could be determined as no element was in contact with the heels. This event occurred in (B)(6).

Event description:
It was reported to siemens that a patient suffered an injury following examination on the magnetom aera system. During a right knee study, the patient complained of pain in the heels before and after the examination. The patient was positioned feet first supine and the legs were not crossed. The operator did not observe any areas of redness on the heels following the examination. Following the examination, the patients family reported second and third degree burns to the heels which required skin transplantation. No further information regarding the state of health of the patient involved was provided.